Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered their blood glucose (bg) value into the pump but the entry was not reflected in the pump history. During troubleshooting with tandem technical support. Contact entered bg value into the pump and value was verified to be in the pump history. Contact indicated that pump data would be uploaded so that the alleged issue could be addressed further. Multiple follow up attempts were made by tandem technical support regarding upload; however, the contact did not respond and pump data was not uploaded by the customer. There was no reported impact to customer's bg level.